Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with purulent drainage from the driveline/percutaneous lead site which was positive for staphylococcus. The patient admitted to getting the site wet during showering and immediately changing the dressing afterwards. A CT scan showed no fluid collection internally. An infectious disease consult was requested, and the patient was given IV antibiotics, a daily dressing change with chlorhexidine gluconate soap, and IV fluids for presumed hypovolemia. The patient continues to be monitored.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. No log files were submitted. The reported pi events, low flow, and "system controller change" message could not be confirmed. The patient remains on lvad support and no further related events have been reported. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 11 months. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.